Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a malfunction in which the main drawer 6 was not detected as closed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 malfunctioned due to the faulty home sensor (open/close sensor). A field service engineer replaced the faulty home sensor (open/close sensor) to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.